Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. Fse confirmed oxygen flow sensor reading low and replaced the oxygen flow sensor to resolve this issue. Unit passed all performance verification tests when repair was complete.

Event description:
Customer request philips field service engineer (fse) check the oxygen flow sensor during periodic maintenance. No patient/user harm reported. Event date not specified; estimate used.